Manufacturer narrative:
(B)(4). Batch #: t93a1t. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. Due to the cracked nose cone, moisture entered the handpiece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure testing the handpiece was shown as functioning, with 26 remaining uses. In contact with the skin the handpiece stopped functioning.